Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer was also experiencing excessive no delivery alarms. The customer's blood glucose level was over 400 mg/dl. The customer expressed nausea, no comprehension, breathing difficulties and excessive thirst as symptoms of her high blood glucose levels. The customer was treated in the hospital with an insulin drip. Troubleshooting on the insulin pump was done. Advised customer to change infusion set, reservoir and insulin and then treat per healthcare provider's instructions. The customer stated that she had just changed the complete set but was still experiencing the same issue. Troubleshooting was done for the no delivery alarm, and insulin did exit. Explained that the site may have been occluded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.